Manufacturer narrative:
G1-2: contact information updated due to the expiration of exemption e2014012. Manufacturing site evaluation: samples received: (B)(4) unopened race packs and (B)(4) opened. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received (B)(4) closed samples and 2 opened with the needle detached from the thread. We have tested the needle attachment strength of the closed samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). We reviewed the batch manufacturing record. There are no incidences related to this issue and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: investigation is on-going. Additional information/investigational results will be provided in a supplemental report.

Event description:
Customer reported that the needle "falls out from the thread" as the product is removed from the package. No associated injuries or complications are reported.